Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. It did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to increased friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus would not work. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. It is unknown whether there were reversed controls, spontaneous orientation changes, or uncontrolled motion. The procedure was completed using a backup endoscope.